Manufacturer narrative:
The device associated with this report was not returned for evaluation. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-rays were provided. Review of the device history records did not reveal any related anomalies. Based on the information received and investigation performed, the root cause of the need for revision is unknown. It is not possible to determine if there was a manufacturing fault. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: knee revision. Primary procedure was performed on (B)(6) 2011. Revision surgery was performed on (B)(6) 2014 by the same surgeon and at the same hospital. Reason for revision: pain and aseptic loosening. Surgeon had not made any comments to indicate that this was due to the fault of the prosthesis. Frozen section was performed during surgery to exclude infection. Patient initials, age, gender and dob are provided. X-ray photos are available. Stickers of revision implants are available. No further information available. Products discarded (B)(4) 2014 update: (B)(6) advised by email. The product specialist has advised that the tibial component was loose.